Event description:
Pump was found to not alarm for air in line during a routine operational test performed by the bio-med. The pump was being returned from use in an ambulance and there were no reports of any patients being injured or suffering adverse effects due to this malfunction.